Event description:
A pt was to have a laparoscopic cholesystectomy. A trocar (tristal 150mm length by ethicon) shattered into multiple glass-like sharp fragments while in the abdomen. Attempts were made to remove the fragments, but in the interest of the pt, a decision was made by the md to open the abdomen to look closely at the bowel and organs to be sure that there were no injuries or left fragments. Device usage problem: device failed (eg: broke, couldn't get it to work or stopped working.